Event description:
It was reported that customer experienced problems when filling cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding actions taken or resolution of event.